Manufacturer narrative:
(B)(4): the customer reported that the unit failed to power up on battery power and also fails to charge the battery. The unit was evaluated locally by a philips rep and the failure was verified. Replacement of the battery resolved the failure to power up. The unit remains at the customer's site with the new battery instead. As of 12/07/2010, there have been no further problems regarding this issue from this customer's site.

Event description:
The customer reported that the unit failed to power up on battery power and also fails to charge the battery.